Event description:
Customer reported observing foam and bubbles in all the wells of row g when performing the ortho hbc elisa using ortho summit. No error message was generated by the instrument. An fse was dispatched and was unable to duplicate the occurrence. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.